Manufacturer narrative:
Additional information received: breakage occurred during sterilization process before using not in patient's mouth. Correcting this event from reportable to non-reportable as this breakage occurred during sterilization process, no patient was involved. This is a follow up report for this additional information. Correcting this event from reportable to non-reportable as this breakage occurred during sterilization process, no patient was involved. Please disregard this report due to this being a non-reportable event as this occurred during sterilization process. This is a follow up report for this corrected information.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803 the device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.

Event description:
In this event it is reported that a carbide bur cavity round pm012 broke during use. The outcome of this event is unknown as of this MDR. Further information requested.